Event description:
It was reported by a customer on (B)(6) 2011 the fiber broke at 8 joules. The customer was not sure where the part of the fiber broke. Per the customer, the fiber looked like it was broken out of package. No pt injury was reported.